Manufacturer narrative:
It is unknown if the revision procedure was performed. This device has not been returned and therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitely confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the device remains in service. A final report will be sent after information is received of the revision procedure. If the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a routine follow up this implantable cardioverter defibrillator (ICD) was unable to be interrogated and could establish telemetry. A boston scientific technical services (ts) agent was contacted for review of the device behavior. The agent advised that this device should be replaced as premature battery depletion (pbd) was suspected as they are unable to determine if the device was capable of performing its essential functions of providing therapy. Interrogation was not possible due to battery depletion and no therapy is available to this patient. A revision procedure was scheduled for this patient in the near future. No adverse patient effects were reported.